Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error and no delivery. The customer changed the infusion set and the no delivery recurred. The customer reverted to their backup plan. During the fixed prime, the insulin pump alarmed no delivery. In the alarm history there were several no delivery alarms and a motor error alarm. The no delivery alarms occurred with different infusion sets and reservoirs. Customer's blood glucose level was 312 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.